Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2003. It was reported that the patient is without stimulation. The patient's program parameters were unavailable, so it could not be confirmed if the device had reached expected end-of-life. No further information is available at this time.